Manufacturer narrative:
This report is submitted on august 30, 2021.

Event description:
Per the clinic, the patient was placed under general anesthesia for a skin revision surgery on (B)(6) 2021 due to skin breakdown at the magnet site.